Event description:
Customer reportedly obtained a result of 340mg/dl on the aviva system while the doctor's device read 121mg/dl within 10 minutes. No action was taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent. No info given to indicate where comparison performed.